Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 12/06/2017 in the initial report. The date returned to manufacturer was corrected to 11/22/2017. It was reported in the initial report that the motor seized. Further information was obtained that the motor on the device was seized, jammed and heavy moving. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse and/or abuse.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause could not be determined because evaluation is still pending. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device motor seized and the housing was broken. It was further determined that the device failed pretest for check status of development, general condition, check the battery coupling and check the off/forward/reverse mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.